Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.